Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'device user interface responds to button clicks and selections too slowly for a clinical setting' which was reproduced as the keypad has a delay to respond. The reported condition was verified. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced user interface responds to button clicks and selections too slowly for a clinical setting. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.